Event description:
Additional information was received that during the valve implant procedure, a procedure delay of 10 minutes resulted from the valve infold. Per the physician, the patient's severe calcification and an unclear inflow crown overlapping beyond the fourth node contributed to the valve infold.

Manufacturer narrative:
Updated data: b5 - event description additional codes - imf health impact code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded inside a delivery system. The valve was removed from the delivery system. The valve was discolored showing evidence of blood contact. As received, all leaflets appeared partially closed position with a large gap between the free margins. All leaflets were stiff with signs of severe creases and frame imprints. Tissue conditions appear to be associated with the valve being in the crimped position inside the delivery system for an extended amount of time. Remnant bloody host tissue was found on commissure 3-1. All commissures were intact. The frame was received in a crimped state with the inflow showing a reniform appearance suggestive of a possible infold. The valve was submerged in body-temp (approximate 37 celsius) saline. The valve further expanded, however, maintained a slight compressed condition. This condition may be associated with the valve being crimped for an extended period of time. There were no visible signs of distortion or damages to the frame after the warm saline submersion. Due to the condition of the valve, a deployment simulation was not performed. Image review: images were submitted to medtronic for review. Fifteen media files were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and misload was evident on the received images, defined by an overlap involving 5 nodes. A misload was not identified and the valve was attempted to be implanted, resulting in an infold during the first deployment as was visible on the provided images. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. A pre balloon aortic valvuloplasty was performed; however, it is not clear if the valvuloplasty was performed before or after the infold. A new valve was loaded and successfully implanted successfully as seen on the provided images. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012009184); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012015801); product type: 0195-heart valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve load was confirmed good. The valve loader was an experienced loader. An infold was observed during the initial deployment of the valve. The valve was recaptured and retrieved from the patient's body. A new valve was loaded on a new delivery catheter system (dcs) with a new compression loading system (cls) and a good load was confirmed under fluoroscopy. The new valve was successfully implanted. No adverse patient effects were reported.